Manufacturer narrative:
(B)(6) 2015 03:53 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). (B)(6) 2015 02:26 pm (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service technician investigated the unit and found the 3-way valve of the hcu20 defective. Function of the 3-way valve: water is circulated in the system by the main pump and the cardioplegia pump. The water circulated is a mix of cold water from the tank and return water passing through the heaters. The mix is regulated by the three-way valves. The technician replaced the defective 3-way valve. The unit has been repaired and returned to service. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Description from the customer: it was reported that the 3-way valve does not work properly. No patient was involved. The malfunction of the device was detected during service/maintenance.